Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the implants remain in the patient no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. The screw density was below one screw per level, which may have placed more stress on the set screw and contributed to it backing out. However, no root cause(s) could be determined. A general review of the manufacturing and inspection records did not reveal any contributing information/trends.

Event description:
It was reported to k2m, inc. On (b)(6 2016 that a set screw backed out approximately two months post-op. Patient was revised (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. If more information becomes available manufacturer will file a follow-up report at that time.

Event description:
It was reported to k2m, inc. On 06/10/2016 that a set screw backed out approximately two months post-op. Patient was revised (B)(6) 2016.